Event description:
During the testing of a returned spectrum infusion pump, "door not fully latched" messages were experienced. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The "door jammed" alarms were experienced during testing. The cause was undetermined. If any add'l info is rec'd a follow up will be sent.